Event description:
It was reported by the patient's daughter that there was no power to the remote monitor and they "discovered battery acid all inside the battery compartment of the monitor." The patient is returning the monitor. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's daughter that there was no power to the remote monitor and they "discovered battery acid all inside the battery compartment of the monitor." The patient is returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that there was no power to the remote monitor and they "discovered battery acid all inside the battery compartment of the monitor." The patient is returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, corrosion was observed at the battery terminal and in the battery compartment.